Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the picture was not showing due to shortage with the cable. Additionally, the rear cover label was fading. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the 4k autoclavable camera head was not showing a picture. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information received from the user facility and based on the legal manufacturer's investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. Based on the initial evaluation of the returned device the image problem was due to a faulty cable; however, since the device was not returned to the legal manufacturer, the root cause for the faulty cable cannot be conclusively determined. A review of the instrument history showed that the device was purchased on 12/23/2020 and there had been no previous service found. Olympus will continue to monitor the field performance of this device.

Event description:
There was a delay of 15 minutes was reported to change out equipment. Patient was under general anesthesia. Device was inspected and nothing was noticed before case starting due to not being able to plug into tower before surgery starts. The cord isn¿t plugged into tower until patient is draped sterilely. The camera cord was changed out and the procedure was complete using a similar device.